Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital personnel that the patient developed a hematoma around the lvad site and during the explant, a leak was noted from the inflow graft. In addition, red heart alarms were observed to have occurred three months prior, which apparently were resolved after controller exchanges. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.